Event description:
It was reported that during the procedure, the laser was activated but the light from the fiber decreased and became dim. Later, when the pedal was pressed, the laser did not activate and as a result, the fiber burned due to its failure to respond to the pedal. It was noted that this fiber had 2 uses when overheated during procedure. This fiber was replaced, and the procedure was completed with a new fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found the fiber was received in one piece. The fiber body measured 305.8 cm from the tip of the fiber connector to the end of the end of the fiber tip. The exposed glass tip measured 2 mm and had normal degradation. In addition, there were burn marks on the face of the connector. During functional testing, light from the sma connector could not be determined, indicating there was a fracture within the connector. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. Based on the analysis results of the fiber, the reported event is confirmed. It is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber overheating. In addition, a fracture within the sma connector can occur during procedural handling of the fiber like setup or use. The fiber connector may have a developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output and ultimately can lead the connector to become overheated. According to the instructions for use (IFU), in the event of no output energy fiber connector may be hot to touch.

Event description:
It was reported that during the procedure, the laser was activated but the light from the fiber decreased and became dim. Later, when the pedal was pressed, the laser did not activate and as a result, the fiber burned due to its failure to respond to the pedal. It was noted that this fiber had 2 uses when overheated during procedure. This fiber was replaced, and the procedure was completed with a new fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found the fiber was received in one piece. The fiber body measured 305.8 cm from the tip of the fiber connector to the end of the end of the fiber tip. The exposed glass tip measured 2 mm and had normal degradation. In addition, there were burn marks on the face of the connector. During functional testing, light from the sma connector could not be determined, indicating there was a fracture within the connector. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. Based on the analysis results of the fiber, the reported event is confirmed. It is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber overheating. In addition, a fracture within the sma connector can occur during procedural handling of the fiber like setup or use. The fiber connector may have a developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output and ultimately can lead the connector to become overheated. According to the instructions for use (IFU), in the event of no output energy fiber connector may be hot to touch.

Event description:
It was reported that during the procedure, the laser was activated but the light from the fiber decreased and became dim. Later, when the pedal was pressed, the laser did not activate and as a result, the fiber burned due to its failure to respond to the pedal. It was noted that this fiber had 2 uses when overheated during procedure. This fiber was replaced, and the procedure was completed with a new fiber. There were no patient complications.